Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed that the patient's left ventricular lead exhibited high, out of range pacing impedance. The lead was explanted and replaced. The patient was recovering.